Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the saturated venous oxygen (sv02) reading was 82 via blood gas and the blood parameter monitor (bpm) was reading 68. The device was not changed out, as they used blood gases. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The customer did not respond to any follow up questions or for the clinical review, no serial number given. The information known includes that a saturated venous oxygen (svo2) inaccuracy was observed during cardiopulmonary bypass (cpb) where blood parameter monitor (bpm) was reading 68 and the blood gas analyzer read 82. It is unknown if gas calibration or in-vivo calibration was performed, which are both required for accurate values with the 1.69 software. The customer does not want to return the unit. No additional action will be taken at this time.